Event description:
Customer reported via phone call to have changed batteries in insulin pump often; every four days. Customer's blood glucose was 524 mg/dl. During troubleshooting, customer reported that inside of battery cap was cracked. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.